Event description:
It was reported that the catheter lumen broke during removal. The catheter was used for about 5 years after insertion.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.